Manufacturer narrative:
One opened 1.2 mm db angled side port knife, in sheathing, in a blister was received for the report of dull knives. Sample was visually inspected and found to be conforming. Functional penetration testing was performed and found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally nonconforming, therefore the dull blade was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. A nonconformance investigation was completed to investigate the failed penetration testing for cutting instruments and the root cause of the nonconforming penetration value of the cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during cataract surgery an ophthalmic cutting knives were found dull. The surgery was completed on the same day with no patient harm. This complaint is pertaining the twelve of thirty-two reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).